Event description:
The reporter, a distributor, stated that he was doing an audit of his inventory when the sterile wrapped posterior lumbar interbody graft instruments were observed to have a very noticeable black residue on about 11 of 22 devices. They had been recently sterilized within days, at the hospital, who were reported to be doing nothing different in their processing. Just the disc shavers were blackened. Residue was limited to the smaller sizes (11 mm and below). If the instrument had got to be handled in a sterile setting, the residue would have been transferred onto the user's sterile glove.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.